Event description:
On (B)(6) 2013, it was reported that the patient was scheduled for lead replacement surgery due to high impedance. Clinic notes were received which indicate that the lead test was ok; however, the impedance value was 6025 ohms. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.attempts were made for additional information; however, they were unsuccessful. No other information was provided.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed.review of manufacturing records confirmed the device met all final testing specifications prior to distribution.device failure is suspected, but did not cause or contribute to a death or serious injury.